Event description:
(B)(4) , windchill ra604707 b supplemental report. Delayed transfusion for one patient on an ortho vision max biovue analyzer due to patient sample container being emptied by the analyzer. Analyzer produced expected error codes. No general failure was identified. No result was reported to the physician. The patient was not harmed.

Manufacturer narrative:
Initial emdr record 225005-2024-00003 was reported out of an abundance of caution as it had not yet been confirmed if the patient had been harmed due to this event. Subsequent investigation has identified that the analyzer functioned as designed and generated appropriate error codes. The delayed transfusion reported by the customer is mitigated by ortho medical safety officer evaluation for cases of delayed results: timely release of pre-transfusion test results is important to ensure the transfusion of compatible blood or blood products. However, a delayed blood typing or antibody screening or identification result is not likely resulting in the transfusion of major incompatible blood or blood product leading to acute or severe hemolytic transfusion reactions. In the situations that patients blood type is not available, type o blood (rhd positive or negative) will be given for emergency transfusion. Therefore, delay in results is not considered a serious injury and this event is no longer considered reportable.

Event description:
Cms#(B)(4), (B)(6) on (B)(6) 2023, quidelortho was made aware of what was described as a delayed transfusion for one patient due to patient¿s sample container being emptied by the ortho vision max (ovm) biovue analyzer (B)(4). Date of event: 12 december 2023 complainant: mrs (B)(6) ¿ expert laboratory technician complaint reporter: (B)(6) ¿ manager laboratory specialist quidelortho france reported on 19 december 2023 by (B)(6) to ortho global technical solution center reagents: not applicable software version: 5.13.4 patient¿s information: non-sickle-cell disease patient; in hemorrhagic ward sample ID (B)(6) the complaint reporter reported that on 12 december 2023, they had tested this patient¿s sample for crossmatch testing in conjunction with their ortho vision max biovue analyzer (B)(4) and that the patient¿s sample container was emptied by the analyzer and that the crossmatch tests were not completed. The complaint reporter reported that the laboratory technician had confirmed there was enough patient¿s sample to perform 2 crossmatch tests. The complaint reporter reported that: - there was a delay in patient¿s transfusion - the patient was transfused with non-crossmatched blood. It is understood that no result was reported to a physician. The complaint reporter did not state that the patient was harmed as a consequence of the reported events.

Manufacturer narrative:
Investigation details: the complaint reporter had reported similar incidents (patient¿s sample containers were emptied by the analyzer during sample pipetting) on which occasions there was neither a delayed transfusion nor a patient harm (not potential health and safety complaints): - on (B)(6) 2023, for 2 patients (sickle-cell disease patients), tested for crossmatch respectively with 8 and 7 donor blood units - on 11 december 2023, for 3 patients (sickle-cell disease patients). The following information were requested but are not available at the time this assessment is being written: - confirmation of the awareness date - confirmation the incidents mentioned occurred on (B)(4) and not on (B)(4) - confirmation there was no harm caused to the patient tested on 12 december 2023 for which there was a delayed transfusion; for how long the transfusion was delayed? The patient was in the end transfused with non-crossmatched blood: was it against hospital policy? Typically, in emergency situation, o rhd negative blood is transfused. - order and metering reports for the 2 patients from(B)(6) 2023, the 3 patients from (B)(6) 2023 and the patient from (B)(6) 2023. A visit on site by an ortho laboratory specialist is planned for (B)(6) 2024. A red alert* for customer¿s other ortho vision max analyzer (B)(4) is currently opened (see cms (B)(4)) and in progress. *: complaint call status for which all necessary resources are dedicated to the problem resolution and, if necessary, provide on-site assistance. Ortho complaint handling unit has asked if a red alert will be opened on (B)(4). The assignable cause for patient¿s sample container being emptied by the ortho vision max biovue analyzer (B)(4) could not yet be determined. No further complaints of this type have been received from the customer site since the time of the reported events.